Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the subject meter and usb cable involved with this complaint have been returned and evaluated by product analysis on 05/16/2013 with the following findings: the analysis of the subject meter confirmed the reported complaint. The analysis of the subject meter identified a defective capacitor. High current measurement was observed during testing. The usb cable functionality was found to be normal. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.